Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, and headache-ndr.

Event description:
Patient reported left side "rupture" (deflation) with "pain and repeated headaches." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The reported event "¿repeated headaches¿ is considered not device related.